Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The camera instrument adapter did not rotate properly due to increased friction at the bearing. In addition, the endoscope was found with a severe cut to the cable insulation. The damage was located near the integrated connector of the cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope moved in the opposite direction to the joystick control. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgical team found it hard to move endoscope, the maneuverability of the endoscope was not smooth. The procedure was successfully completed with no reported injury and no delay.